Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified a longitudinal tear in the balloon material, the tear was noted to begin approximately 10mm distal to the distal edge of the proximal markerband and extended distally across the balloon material for approximately 35mm. No issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.